Event description:
Healthcare professional reported "dehiscence of both breasts of about 2 cm¿ and ¿necrotic tissue¿. Device remains implanted.

Manufacturer narrative:
The events of "wound dehiscence and necrosis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence and necrosis.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii and "oval morphology nodule" and "probable relation with fibroadenoma" via ultrasound. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported right side dehiscence and necrosis. Later, healthcare professional reported "oval morphology nodule" and "probable diagnosed via ultrasound. Healthcare additionally reported capsular contracture grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ wound dehiscence: unable to observe since it is not related to the device. ¿ lump/nodule-ndr: unable to observe since it is not related to the device. ¿ necrosis: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side dehiscence and necrosis. Healthcare professional later reported "oval morphology nodule" and "probable relation with fibroadenoma diagnosed via ultrasound. Healthcare professional additionally reported capsular contracture grade iii. Device has been explanted.

Event description:
Healthcare professional reported right side dehiscence and necrosis. Healthcare professional later reported "oval morphology nodule" and "probable relation with fibroadenoma diagnosed via ultrasound. Healthcare professional additionally reported capsular contracture grade iii. Device has been explanted.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Wound dehiscence: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Lump/nodule-ndr: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h6.